Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported right side deflation. Device remains implanted.

Manufacturer narrative:
Device evaluation: "based on the device analysis grid, the assessments of the complaint are: deflation/ valve leak and/or damage/port leak and/or damage: observed, opening crack assessed as cracked valve seat diaphragm valve. Additional observations: crease flat observed. No further actions are required as the device was implanted."

Event description:
Healthcare professional reported right side deflation. Device has been explanted.

Event description:
Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5., h.6.

Event description:
Healthcare professional later reported ¿leaking from port site¿, "leaking around the valve¿, and ¿hole on patch side¿ .